Event description:
It was reported that the device was pulled from stock rotation due to a non-specific malfunction.

Manufacturer narrative:
(B)(6). Analysis identified an error message on the programmer when attempting to interrogate the device. The device was tested using automated test equipment and was found to be normal. After the device was reprogrammed, the device was able to interrogate normally on the bench. The cause of the issue is believed to be due to data corruption. The root cause of the data corruption was not determined.